Manufacturer narrative:
The field service engineer determined there an issue with the reagent nozzle. Nozzles were replaced, the probe was adjusted, fluidics were checked, and the cell rinse dispense was adjusted. Precision studies were performed. Controls were run and recovered within specifications. Upon review of calibration data, errors were observed. Quality controls failed multiple times before acceptable values were received on the day of the event. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter stated that they had issues with questionable test results for a total of four patient samples tested with ise indirect na for gen.2 and co2-l-bicarbonate liquid on a cobas 6000 c (501) module. Of the four samples, one had a discrepant na result. No incorrect results were reported outside of the laboratory. The sample initially resulted with an na value of 167 mmol/l. The sample was repeated, resulting as 139 mmol/l. The original sample tube was then pulled and repeated on another analyzer, resulting with a value of 141 mmol/l. The repeat result was believed to be correct. No adverse events were alleged to have occurred with the patient.